Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, the external jugular vein was inadvertently nicked, resulting in bleeding. Physician made a third incision, located the source, applied pressure, used cautery, and a hemostatic agent to achieve hemostasis. This resolved the issue.